Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th september 2024, it was reported by a arthrex employee via email that for an ar-3373-4002, sheath, hf, tap/fen, 2 stopcock for 4.0 mm scope, the valve broke. This was detected during use in a shoulder surgery on (B)(6) 2024 with no patient harm. The procedure was completed successfully as the device was changed to another one.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3373-4002 serial/batch number (B)(6) was received for investigation. Functional testing doesn't apply to this device because it was received damaged. Visual inspection revealed that one of the stopcocks was detached at the weld, and the other stopcock luer connection was broken off. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.